Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported clearlink system continu-flo solution set leaked. The nurse attempted to remove tubing from colleague pump and the tubing was stuck. The nurse gently removed the tubing and upon removal, the tubing broke. Normal saline IV solution ¿sprayed out of the hole in tubing¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a cut on the tubing near the top y-site and slide clamp. Pressure test and clear passage underwater were performed with unsatisfactory results, as there was a leak from the cut. The reported issue was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.